Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax0.75in prn ec slm npvc adapter/connector defective/damaged . On (B)(6) 2024, when using this consumable in ICU 1 of our hospital, we found that there was wear and tear on the heparin cap, which poses a risk of infection. The new consumable was used immediately and reported to the equipment department for follow-up.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows that the sleeve stopper at the top of the prn has turned white. 2. DHR/bhr review lot#3199412 1-the products of this batch were assembled at intima ii auto line 3 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was 30,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batch used in this batch of products is 3177141, review the raw material inspection records, no abnormalities. 3. Visual examination of the prn of the retained samples of this batch, no abnormality is found. Please see attachment for the photos. 4. Sleeve stopper whitening is the manifestation of aging, mainly caused by strong oxidation, including: thermal oxygen aging, light oxygen aging, ozone aging (such as encountered ozone disinfection). 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows that the sleeve stopper at the top of the prn has turned white. This anomaly is a manifestation of the aging of the sleeve stopper. The root cause of this defect may be related to the subsequent transportation and storage environment of the product, and the plant does not have the conditions to cause such defects in the production process. The plant will continue to track and trend the issue.